Manufacturer narrative:
Concomitant products: product ID: 8784, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8785, lot# n359819, implanted: (B)(6) 2014, product type: accessory. (B)(4).

Event description:
It was reported that the patient developed an infection following a catheter revision on (B)(6) 2014. The health care provider (hcp) ¿did not do a foley catheter for the patient, so the patient got an infection, even in the pocket site.¿ additional information has been requested regarding interventions and the patient¿s outcome, but was not available as of the time of this report. If additional information becomes available, the event will be updated.

Event description:
The medication being delivered via the pump was gablofen.

Manufacturer narrative:
(B)(4)